Event description:
Unomedical reference number (B)(4). Event occurred in belgium. It was reported that the patient faced blockage at site. The blood lucose level of the patient was 486 mg/dl which was treated by correction bolus via pump. No further information available.